Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient reported via phone call that he experienced a high blood glucose of 400 mg/dl due to an infection. The patient treated via insulin pump bolus. Troubleshooting was declined for the hyperglycemia. The insulin pump was not returned for analysis.